Event description:
On the zoll m series cardiac monitor/defibrillator, there is potential safety issue with the design of the machine. On the front of the machine, there is a square button marked nibp in blue letters that is the button you push to obtain a blood pressure. Directly above that button is a round button with no markings; and directly above that button is the screen. The round button is the button you push to turn on and off the synchronization for use with synchronized cardioversion, on the screen directly above the button, sync on/off is displayed once the round button is pushed. The following is a medical error that our hospital staff made, we feel as a result of the design of the equipment. On (B)(6) 2012, a pt presented to our emergency dept in a medical condition that required synchronized cardioversion. The pt was prepped for the procedure and was placed on the zoll m series cardiac monitor/defibrillator. The monitor was placed in the sync mode by pushing the round button above the nibp button; the screen above the round button displayed sync on. Immediately prior to the start of the synchronized cardioversion procedure, the anesthetist called for a blood pressure. Following that, the call was made to begin the procedure. The ed staff charged the zoll defibrillator to the appropriate joules, called for the all clear and shocked the pt with what was believed to be a synchronized shock. The zoll cardiac monitor immediately showed on the screen a ventricular fibrillation rhythm, upon check of the pt, there was no pulse. The pt was in full cardiac arrest and required full resuscitation with CPR, defibrillation and cardiac emergency medications. Subsequently, the pt was airflighted to a tertiary hosp, where he required intensive medical treatment. That evening, following the event, our hosp's physicians and ed staff assumed that the pt converted to the ventricular fibrillation rhythm as a result of a known complication of synchronized cardioversion, although the risk of that is very rare. The following day, our hosp administration received a phone call from the tertiary hosp physician asking that we investigate the event, as he felt that something may have occurred at our hosp that caused the pt to revert to this non-life sustaining rhythm of ventricular fibrillation. Following that phone call, a full investigation was launched. The end result of the investigation revealed that the round sync button above the square nibp button was inadvertently pushed as the call for a blood pressure came from the anesthetist immediately prior to the synchronized cardioversion procedure. The push of this round button turned the sync off, causing the pt to receive a regular defibrillation shock; this unsynchronized shock fired on the t wave of the pt's cardiac rhythm, known as an r on t phenomenon. This caused the cardiac rhythm to revert to ventricular fibrillation. Through the investigation, it was apparent that the round button above the nibp button could be easily mistaken as the button you should push for taking the pt's blood pressure. Because the nibp button is square and marked in blue lettering nibp, it appears that this is a marker and not a function button and that the unmarked round button above it is the button to be pushed for blood pressure. The cardiac monitor does have voice recording for some functions of the machine; however, there is no voice recording in the monitor that indicates whether sync is on or off; there is only a display on the screen in small letters indicating sync on or off. Unfortunately, our staff did not recognize that the sync was inadvertently turned off. We did complete an equipment function verification check that revealed no equipment malfunction. The cardiac monitor tracings did reveal that the shock that the pt received was an unsynchronized shock. Fortunately, the pt did survive, but did have extensive medical treatment. We feel strongly that the design of the zoll cardiac monitor/defibrillator with the placement of the nibp and sync buttons is a safety issue. If this medical error could happen to us, it is potentially an error that could happen to others. Because of this, we decided to report the issue to ecri, zoll and the FDA so that other hospitals could be made aware of the issue. One improvement measure we have implemented is placing a red dot/label with the word "sync" written on it over the sync button on all of our zoll m series cardiac monitor/defibrillators to call special attention to the button and prevent the button from inadvertently being pushed. We are also in the process of 1:1 skills validation on synchronized cardioversion with every nurse, paramedic and physician/practitioner, calling special attention to the location of the sync button and the blood pressure button.